Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with empathy restorelle mesh implantation, supracervical hysterectomy, laparoscopic enterotomy repair, conversion to laparotomy, abdominal sacrocolpopexy with novasilk mesh due to sui and recurrent pop. It was reported that following insertion the patient experienced infection, urinary problems, organ perforation, dyspareunia and vaginal scarring. It was reported that the patient underwent excision of exposed vaginal mesh on (B)(6) 2012. It was reported that the patient underwent removal of midureteral mesh on (B)(6) 2014 due to vaginal pain. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.